Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 707 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. E13065) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure insertion and endometrial ablation perfomed on same day"). The patient had a medical history of vomiting, nausea, genital infection, pap smear abnormal, breast operation, parity 2, gravida ii and abnormal uterine bleeding. Previously administered products included: mirena and oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 707 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy essure removal). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: final diagnosis: bilateral tubes and bilateral essure devices, removal: complete cross sections of fallopian tubes (2) with coil devices. Specimen: fallopian tube, bilateral tubes with bilateral essure devices. Gross description: essure devices are 2 undesignated, fimbriated segments of fallopian tube averaging 5.5 x 0.5 cm, one with exposed essure coil present at the fimbriated aspect. Sectioning of the other tube reveals no gross evidence of essure coil within the lumen, however a separately received 10.0 cm metal coil is present. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lot number, new event medical device monitoring error, medical history, concomitant condition and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. E13065) for permanent contraceptive tubal implant. Product or product use issues identified: medical device monitoring error ("essure insertion & endometrial ablation perfomed on same day"). The patient had a medical history of vomiting, nausea, genital infection, pap smear abnormal, breast operation, parity 2, gravida ii and abnormal uterine bleeding. Previously administered products included: mirena and oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 707 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy essure removal). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: final diagnosis 1. Bilateral tubes and bilateral essure devices, removal: complete cross sections of fallopian tubes (2) with coil devices. Specimen: fallopian tube, bilateral tubes with bilateral essure devices gross description: essure devices are 2 undesignated, fimbriated segments of fallopian tube averaging 5.5 x 0.5 cm, one with exposed essure coil present at the fimbriated aspect. Sectioning of the other tube reveals no gross evidence of essure coil within the lumen, however a separately received 10.0 cm metal coil is present batch no~e13065 production date~2015-06-22 expiration date 2018-06-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. E13065) for permanent contraceptive tubal implant. Product or product use issues identified: medical device monitoring error ("essure insertion & endometrial ablation performed on same day"). The patient had a medical history of vomiting, nausea, genital infection, pap smear abnormal, breast operation, parity 2, gravida ii and abnormal uterine bleeding. Previously administered products included: mirena and oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 707 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy essure removal). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: final diagnosis 1. Bilateral tubes and bilateral essure devices, removal: -complete cross sections of fallopian tubes (2) with coil devices. Specimen: fallopian tube, bilateral tubes with bilateral essure devices gross description: essure devices are 2 undesignated, fimbriated segments of fallopian tube averaging 5.5 x 0.5 cm, one with exposed essure coil present at the fimbriated aspect. Sectioning of the other tube reveals no gross evidence of essure coil within the lumen, however a separately received 10.0 cm metal coil is present quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.